Event description:
Report of bloodpressure drop few hours post implant. Echo/CT scan showed perforation. Managed by drainage. Lead capped and device removed from service. No further pt complications reported.